Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert due to high, high voltage lead impedance. No other electrical anomalies or noise were noted. The patient will continue to be monitored.